Event description:
The customer contact reported no flow. The tubing set was being used to deliver ancef 2 grams every 8 hours via a gemstar pump. After an unspecified length of time in use, the homecare patient's wife noted that the solution container was not emptying. Reportedly, the pump had indicated that a volume of "2 doses" had infused; however, the volume in the solution container had not changed. The nurse went to the patient's home and reported that when the set was disconnected from the pt, the solution did not flow. The tubing set was replaced and the therapy was resumed. The customer reported two doses of the medication were missed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.